Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the white pad came off of the tip of the device upon the first few minutes of the case. The white pad was retrieved from pelvic cavity and included with product to be returned. Case completed with another device of the same product code.